Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was discarded by the user. The user has returned the same lot of maj-2315 to omsc. Omsc confirmed that there was no abnormality of the same lot of maj-2315, when omsc connected a spare endoscope with the same lot of maj-2315. The exact cause was unknown; however, based upon the information from complaint, the following was supposed to be the cause. The rear end of the device was easily damaged because the device was crushed before the endo scope was attached. The rear end of the device was damaged by the load when the endo scope was attached and the load inside the patient, and the device came off the scope.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to a1, d10, g2, h6. A1, d10, g2, h6: information added to these fields that was inadvertently not included on the initial medwatch. -reconfirmation of complaint failure since the distal cover that actually fell off was disposed of at the facility, an unused product of the same lot (h0826) was sent. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual, but it was confirmed that the indicated event was not reproduced. -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: -the distal cover that fell off was broken at the point (rear end of the distal cover) that was caught in the projection of the tip ring of the endoscope. -there was no damage to the distal cover immediately after it was attached to the endoscope -no anti-fog agents used based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the item that actually fell off was not returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -it is difficult to imagine that the rear end of the distal cover is normally damaged only by the load caused by attachment to the endoscope or friction with tissue in the body cavity. -it is possible that the distal cover was crushed before the endoscope was attached, and the rear end of the distal cover was easily damaged. As a result, it is possible that the rear end of the distal cover was broken due to the load when attaching it to the scope and the frictional load caused by twisting, pushing and pulling in the patient's body, and the distal cover became easily detached. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an endoscopic sphincterotomy, the physician removed the tjf-q290v from the patient and noticed that the distal cover maj-2315 was missing from the distal end of the endoscope. The physician found the cover in the patient's mouth and retrieved it. The user didn't see any abnormality of the devices during preparation for use. However, the cover retrieved from the patient's mouth was partially broken. Other detailed information was not provided. There was no report of patient injury associated with the event. This is a report for maj-2315.